Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements and loss of capture. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.